Event description:
It was reported that during an unknown procedure, the first firing on the bile duct veins was completed normally. The second firing on the right inferior vena cava ligament was also completed normally. During the third firing on the Glisson¿s sheath, massive bleeding occurred. After that, the same main body was used for fourth firing on the right hepatic vein, and it was completed normally. For the portal vein within the Glisson¿s sheath, no staples had engaged at all, and all staples found in the surgical field remained C-shaped, not formed B-shaped. The doctor plans to share the surgical video, which will be attached once received. The patient¿s condition was originally poor, and the doctor commented that the postoperative course would likely have been better if this bleeding had not occurred. It is unknown which of the four cartridges was used on the Glisson¿s sheath. The cartridge color was White. Additional suture was performed to complete the case. Additional information requested.

Manufacturer narrative:
(b)(4). Date Sent: 7/23/2026. D4: Batch #UNK. D4: UDI: As the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: The Expiration Date is currently not available. Therefore, the full UDI is currently not available. H4: The Device Manufacture Date is currently not available. Additional information was requested, and the following was obtained: Age: 72. Infectious disease: HCV positive. Sex: Male. Patient¿s condition after treatment: Stable with no particular issues (as of July 13). Treatment provided / planned for the health impact: Managed with suturing closure during the procedure. Health impact: Staple malformation occurred in the portal vein during use of the device on the Glisson¿s sheath, and approximately 1450ml of intraoperative blood loss occurred. Was a transfusion required? ¿ Yes. A transfusion was required. The patient received RCC 4 units and FFP 6 units following the intraoperative bleeding event (approximately 1450 mL blood loss) associated with malformed staples on the portal vein within the Glisson's sheath. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a Supplemental MedWatch will be sent: What was the exact procedure? What were the indications for surgery? Please provide a timeline of events.What is the surgeon¿s experience with the PVS device? What is the compressed width and thickness of the vessel?What is the estimated compressed width of the target vessel? Did the surgeon wait 15 seconds prior to firing?Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device?Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Were there any difficulties with the device during the initial procedure? What was the pre and postoperative anti-coagulant and pain management protocol? Was there calcification of tissue that impeded clamping or cutting? Were there any pre-exiting patient conditions? Any clips, clamps, or graspers near the area where the device was being fired? Please provide a timeline of events. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a Supplemental MedWatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Ethicon, or its employees that the report constitutes an admission that the product, Ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.